Manufacturer narrative:
Product analysis: analysis confirmed that the programmer would not boot up; however, no error message was displayed during analysis. It was found that the programmer had internal corrosion on the micro processor unit (mpu), link electronic module (lem), and power supply. The programmer was scrapped. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up, it displayed a critical error message. The programmer has been returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.